Manufacturer narrative:
E1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume folfusor ruptured during the antibiotic injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, h4, h6, and h11: h4: the lot was manufactured between april 1, 2025 ¿ april 2, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.